Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer stated they investigated the issue internally and the investigation showed there was a clotted sample about the time the incident started.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The issue occurred over the night of (B)(6) 2021 and clinicians questioned patient results that were reported outside of the laboratory during this time. All samples run over this time period were repeated on a second analyzer. Data was provided for approximately 742 patient samples. Two examples of samples with discrepant na test results are provided as follows: the first sample initially resulted in a na value of 151.8 mmol/l, which repeated as 141.5 mmol/l on (B)(6) 2021. The second sample initially resulted in a na value of 153.4 mmol/l, which repeated as 142 mmol/l on (B)(6) 2021. The na electrode lot number and expiration date were requested, but not provided.